Event description:
The patient underwent full vns replacement surgery. During attempts at product return, it was revealed that the facility does not return explanted products.

Event description:
It was reported that high impedance was observed on the patient's vns at the office visit following a double mastectomy and breast reconstruction surgery. The patient was referred for replacement surgery. Follow up revealed that the physician attributed the high impedance to the patient's double mastectomy and breast reconstruction surgery. Diagnostics prior to the suspect surgery were unable to be provided and, therefore, it could not be confirmed that the diagnostics were within normal limits prior to the surgery. No relevant surgery for the high impedance is known to have occurred to date. No additional relevant information has been received to date.